Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 800 mg/dl. Customer treated their high blood glucose level via manual injection. Customer went into the hospital on (B)(6) 2017 at 2 pm. Customer¿s spouse took the patient to the hospital because they did not feel good. Customer went into diabetic ketoacidosis. Customer¿s current blood glucose level was 110 mg/dl. Customer advised they were unable to troubleshoot as they did not want to check for air bubbles and did not have a battery available for the insulin pump.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the dat test at 0.0874 inches. Unit received with minor scratches on lcd window.